Event description:
It was reported to us that this device was at eri. There were no shocks reported on the device and the atrial lead had high thresholds but that should have not caused early eri. No adverse pt events were reported. Should add'l info be received, this file will be updated.